Event description:
It was reported via medwatch " successfully placed a PICC under x-ray guidance. At the end of the procedure, the catheter was flushed with saline, and it was determined the connection at the hub was leaking. The catheter was then exchanged for a new one without incident to the patient."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw4392 showed twenty-three other similar product complaint(s) from this lot number.